Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings in the device. Additional observations: ¿ deformation observed in the device. ¿ crease fold observed in the device. ¿ cloudy observed in the gel. ¿ white particles observed in the surface of the device. ¿ no other observation observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "a left-side rupture per CT scan".

Event description:
Healthcare professional reported a left-side rupture per CT scan. Device remains implanted.